Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wash their hands. On the same day, the patient was hospitalized for the event. The patient was treated with injection reflin (500mg, frequency and route not reported) and amikacin (100mg, frequency and route not reported) for peritonitis. The outcome of the event was unknown. It was not reported if the patient was retrained on proper aseptic technique. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.